Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was mentioned that the cefazolin and rocephin orders are not linking for user to pull. The customer confirmed that the issue was from their emr (epic), and customer gave permission to close the case.

Event description:
It was reported by the customer that a bd pyxis¿ es server orders were not linking for user to pull the medications. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h device eval by manufacturer, imdrf annex b, imdrf annex d, imdrf annex d and manufacturer narrative this supplemental MDR was submitted to reflect the correct device eval by manufacturer, imdrf annex codes and manufacturer narrative. Upon investigation of the actual device used in this incident, it was determined that medications were not transferring from the emr to the es server. The customer confirmed that the issue originated from internal emr system (epic). Customer confirmed for case closure. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported by the customer that a bd pyxis¿ es server orders were not linking for user to pull the medications. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.